Event description:
Heel warmer placed on pt's right foot to perform metabolic screening test. Assessed heel warmer on pt's foot and found to be hot. Removed immediately from pt's foot. No redness or marking noted.